Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download was retrieved and no issues were found. Receiver functional tester: passed all relevant testing. The reported event that the end of life alerts were late was not confirmed via product. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the end of life alerts were late. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.